Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated to ccc that they discovered that the sample tubing popped off at the transducer and was spraying. The customer reconnected the sample tubing and repeated the sample in question, and a corrected result was obtained. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the mixer and sample arm, verified alignments, and replaced the 3-way wash valve due to a failed system check. Quality controls and system checks were run, resulting as expected. The cause of the discordant, falsely low etoh result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low ethyl alcohol (etoh) result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument after troubleshooting, resulting higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low etoh result.